Event description:
An intra-aortic balloon developed a leak. No further details are available from the international subsidiary regarding the circumstances surrounding this event. The device has not been rec'd. Therefore, no failure analysis was available. Iabc leaks/ruptures have been associated with repeated cycling lesions and/or other hard, sharp material. However, without further details regarding the event or an eval of the device, co is unable to determine the cause for this event.